Event description:
Event description cpi received information that this patient with an endotak transvenous defibrillation lead had twiddler's syndrome and due to the constant manipulation of the lead, the physician suspected a lead fracture. The defibrillation system was removed. In addition the patient has a bipolar lead and pacemaker which was also removed due to a separation of the ring electrode from the silicone.